Event description:
The patient reported that they were experiencing pain. Regarding any troubleshooting/interventions already performed: none. Pt requested helped changing programs. Patient was going to bathroom every 20 min since last week. Tried to use machine to up it and still nothing. Pt states right now as 514 easter time. Bladder/lower back hurts. Pt states can empty bladder a little bit. Patient services walked pt thru program 2. Pt was okay with the feeling the stimulation. Event date: (B)(6) 2016. Indications for use noted as: urinary dysfunction/sacral nerve stim

Event description:
Additional information received from the patient indicated that their implant was recently replaced. No further information was provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.